Event description:
Facility sent device for routine service related to error code 242 .4030 (motor stall). Upon investigation of error code, technician noted sticky residue on occluders and pump fingers, with small amount of force required to remove occluders. Internal exam revealed corrosion inside rear case with no residue, consistent with electrolyte fluid ingress while device was upright and infusing. Contamination with sticky substance was noted on occluder fingers, pumping fingers, membrane frame assembly, bezel assembly, camshaft assembly and air in line circuit board assembly. Pattern of contamination was consistent with fluid ingress of sugar solution while device was infusing. Sticky contamination impeded occluder finger movement, with stuck occluders resulting in motor stall. Ftir microscopy analysis of sticky contaminant determined it to be glucose. Root cause of error code and motor stall identified as fluid ingress.

Manufacturer narrative:
Pt info requested, and all available info is included.